Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the device history record reported avalign technologies-nemcomed manufactured the 12mm/8mm protection sleeve, p/n 03.010.442, and lot #7660442 on (B)(4) for 25 pieces delivered august 8, 2014. Initially, the part conformed to the supplier¿s certificate of compliance, dated august 6, 2014 and to the synthes incoming final inspection sheet #ns043194, revision ¿d¿. The parts were released to the warehouse on august 13, 2014. There were no material review reports, nonconformance reports, or complaint related issues with this lot. The 12mm/8mm protection sleeve was made to the synthes drawing p/n 03.010.442, revision ¿d¿, released on october 8, 2012. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was performed. The 03.010.442 12.0mm/8.0mm protection sleeve with flats for suprapatellar shows mild wear concentrated at the distal end. The device was returned and reported to have contributed to a misalignment preventing a drill bit from passing through the proximal screw hole in the tibial nail. This condition is unconfirmed; when all the returned parts were assembled along with a 04.004.343, lot#7410724 titanium cannulated tibial nail-ex test sample, the instruments properly targeted all proximal locking holes. It is likely that soft tissue obstructed the path of the drill bit and caused the drill bit to miss the locking hole. The device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a suprapatellar tibial nailing procedure, a drill bit hit the nail and would not pass through as the surgeon was drilling though the guide. All connections were checked, and all were tight and the arm was not wobbling. When repeated, the drill bit hit the nail again. The surgeon then pulled the aiming arm off and used perfect circles technique and the same procedure proximally. The procedure was successful. There was a ten minute surgical delay. This is report 2 of 3 for (B)(4).